Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional information: d4, d10, h3, h4, h6.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device change out procedure, the physician was not able to remove the ventricular lead from the device header. It was found to be stuck and was not able to me disconnected. After several attempts, the lead could be removed but the clamping area was broken. The patient was stable.